Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported kink and shaft break were confirmed. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath and subsequent consequences was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Event description:
It was reported that during preparation of the 3.5x15 mm trek balloon dilatation catheter (bdc), after removal of the protective sheath and stylet, a kink was observed at the guidewire exit notch. Resistance was felt during removal of the protective sheath which resulted in an inner member separation. The device was not used on the patient. A new trek device was used to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.